Event description:
Patient reported infusion set tubing separated from the luer lock during the night. She indicated that her blood glucose was <700 mg/dl the next morning. Her normal range was 100-175 mg/dl. Patient did not report any symptoms associated with the elevated blood glucose level. She immediately administered a 25 unit bolus to address the elevated blood glucose issue. Her blood glucose level reduced to 109 mg/dl. No medical assistance was required. Product was requested to be returned for evaluation.